Event description:
Customer reported that during a follow-up exam in august, a piece of the cannula was found in the joint and removed. The pt underwent an acl reconstruction in january where the surgeon implanted 2 linvatec anchors with the aid of co's cleartrac cannula. They are not sure how long after, but the pt complained of post-op pain. The surgeon then called the pt back for a scope in august and found that the two anchors had come loose and in the interim, found a piece of the cannula in the joint as well. The two screws were removed at that time and a "partial medial menescectomy" and "fibro synovectomy" performed. It was not necessary for the surgeon to implant any further devices as the pt had mostly healed. Pt is currently doing fine.